Manufacturer narrative:
(B)(4). G2: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs; 150355 oss 7cm segmental femoral lt lot# 858000; MDR: 0001825034-2023-02410; 150461 oss 3cm ellip diaphyseal seg lot# 536200; MDR: 0001825034-2023-02411; additional associated products; 150480 oss axle lot# 65816566; 150411 oss tibial poly bearing 14mm lot# 486770r.

Event description:
It was reported patient was revised on the left knee due to a peri-prosthetic fracture two months post implantation of oss distal femur. No additional information provided by hcp.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee hinged arthroplasty with distal femoral resection and fracture of the medial aspect of the distal femoral cortex with associated loosening. Overall fit and alignment of the implant is appropriate. Complaint is confirmed with provided radiographs. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.